Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. Upon surgery, it was found a large tear in the balloon. The device was removed and replaced without complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually inspected, microscopically examined, and tested for leaks. A large tear was identified in the balloon shell. The damage appears to be consistent with bulging and material fatigue. The balloon was not functionally tested because of the large tear/perforation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. Upon surgery, it was found a large tear in the balloon. The device was removed and replaced without complications.